Event description:
It was reported that an ilet displayed repeated ¿restart your ilet 38¿ alerts associated with consecutive stalled motor events, occurred multiple times in one day, and the device time was incorrect before being corrected; the user¿s blood glucose rose, with a highest value of 307 mg/dl and values outside 70¿180 mg/dl for about 3 hours, and the user used backup therapy to address the excursion without seeking professional medical intervention or hospitalization. Symptoms included a slight headache. Outcomes included shipment of a replacement ilet and instructions to shut down or allow the device to power down, with data not transferable to the replacement and return of the original device requested. Investigation included review of reported alarms, device use history as relayed by the user, and coordination for device return to enable analysis. Investigation of this device revealed a motor stall malfunction consistent with the reported consecutive stalled motor alarm, with the affected component being the pump motor assembly; the user also reported recent methylprednisolone use, which can contribute to hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unknown pending device evaluation and could be related to a device motor malfunction.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.